Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms on their insulin pump. Customer's blood glucose level was 216mg/dl. Troubleshooting was conducted. The device was found to be operating as designed, and the alarmed was caused by set and or reservoir occlusion. The customer's current blood glucose level is 408mg/dl. The customer is treating the high levels with the insulin pump. The customer was advised to monitor the device and call back if issues persist.